Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert. High, out of range pacing lead impedance, loss of r-waves sensing and loss of capture were observed. The lead was explanted and replaced.